Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is leaking from the container. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
This device has not been serviced the past 12 months. Visual inspection was performed, and the reported issue was confirmed. The water tank cover had a crack from both sides. No action was taken due to the device not being needed in the loaner pool and will be scrapped.